Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a severely calcified, and mildly tortuous lesion located in the prox lad exhibiting 90% stenosis. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It is reported that after poba was performed, the lesion was pre-dilated with a rotablator and a non-mdt balloon catheter, the resolute onyx was delivered, and the stent balloon was inflated. During the first inflation the balloon burst when the pressure reached around 4 atm. The device was slightly moved prior to the burst to position it properly. The pressure suddenly dropped, and blood was noted entering the indeflator. Despite the rupture the physician rapidly increased the pressure and successfully implanted the stent. Ivus was performed, and it was noted that the stent was dilated and fully engaged without any issues. It is indicated that the burst may have been caused by encountering a projecting spot of calcification. No patient injury. The stent delivery system will be returned. Customer has requested a letter to explain how the balloon ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the balloon returned with blood visible in the balloon. The device was placed in the waterbath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon failed negative prep. Upon inflation, a leak was observed exiting the distal tip, suggesting a leak on the inner shaft. The balloon failed to maintain pressure. The balloon material was cut away in order to inspect the inner shaft. Upon visual inspection of the shaft, there was a puncture on the inner shaft proximal to the proximal marker band. The material at the puncture site was protruding outwards. The imprint from the guidewire was evident leading into the puncture site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.